Event description:
It was reported that the doctor was performing a laparoscopic gastric bypass procedure, as the doctor was retorquing the instrument, the instrument broke off at the 4-40 stud. The procedure was completed with another like device. There was no patient consequence.